Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: review of the manufacturing records did not reveal any relevant manufacturing issues. Materials analysis was performed previously and fracture mode of ductile overload due to cantilever forces applied to the instrument. No manufacturing or material defects were found. It was reported that the instrument was used 300+ times and that the inner cannula of the instrument was not throughout the inner sleeve which contributed to the tip breaking. Conclusion: the root cause is user misuse of the instrument.

Event description:
It was reported that; the doctor unscrewed the top of the jam shidi and there was a gap (rep was unaware of this). Surgeon malleted down the jam shidi and that is when the tip of the jam shidi broke. The instrument was used once and all broken fragments were retrieved.

Event description:
It was reported that; the doctor unscrewed the top of the jam shidi and there was a gap (rep was unaware of this). Surgeon malleted down the jam shidi and that is when the tip of the jam shidi broke. The instrument was used once and all broken fragments were retrieved.